Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) was found to have failed to convert the patient's arrhythmia, requiring a second shock to successfully convert the arrhythmia. The ICD was explanted and replaced on (B)(6) 2021. The patient was stable throughout the intervention.